Event description:
It was reported the patient's blood glucose decreased to lower than 70 mg/dl. The patient loss consciousness while wearing the pod and stayed in the school infirmary to eat and recover.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.